Manufacturer narrative:
The investigation determined the customer¿s actions of replacing the reagent and diluent (past onboard stability) resolved the issue.

Manufacturer narrative:
The field service engineer inspected seals, probe alignment, and ran checks. All results were within specifications. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t gen 5 stat results for 13 patient samples with the cobas 8000 - cobas e 602 module. The reporter stated they were unable to get qc in range so they replaced the reagent and qc was acceptable. They then reran patients prior to qc failure to check for incorrect results. The reporter provided the following example of questionable results for six patient samples: sample 1: the initial result was 37 ng/l. The repeated result was 28 ng/l. Sample 2: the initial result was 35 ng/l. The repeated result was 25 ng/l. Sample 3: the initial result was 22 ng/l. The repeated result was 9 ng/l. Sample 4: the initial result was 21 ng/l. The repeated result was 7 ng/l. Sample 5: the initial result was 26 ng/l. The repeated result was 14 ng/l. Sample 6: the initial result was 20 ng/l. The repeated result was 8 ng/l. The questionable results were reported outside of the laboratory. The repeated results were deemed correct and corrected reports were sent. The reagent lot number was 49088101 with an expiration date of 30-apr-2022.